Manufacturer narrative:
(B)(4) method: the complaint opt544 cannula was received and was visually inspected. Results: visual inspection of the complaint cannula revealed that the tubing was stretched and separated from the swivel connector. The grip was also found pulled of the connector and out of the manifold. Conclusion: the observed damage is likely caused by pulling on the tubing with excessive force. The opt544 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Our user instructions that accompany the opt544 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: do not crush or stretch tube. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported that the tubing of an opt544 optiflow nasal cannula became damaged during patient use. No patient consequence was reported.